Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the oncology care area. The under infusion occurred while using a clinical trial drug. The pump was programmed to deliver 250 ml at a rate of 500 ml/hour for 30 minutes. It was reported that there was about 1/3 of the medication remaining in the bag when the infusion was completed. The infusion required an extra 10 minutes to deliver the remaining medication. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.